Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor memorygel breast implant 535cc and suffered from capsular contracture and a skin reaction on the right breast implant. The patient experienced :¿ hardness of the implant, shape is different from other side, redness on the outside of the skin, healing took longer and scar is different from the other side. ¿at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 8/22/2020, the mentor failure analysis lab has received the device for evaluation. On 9/7/2020, during a visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the patient experienced capsular contracture baker grade iii on the left side. In addition, the patient will undergo removal on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/26/2020, it was reported to mentor that the right breast implant had a gel bleed and also the date of removal was (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/6/2020, during a visual inspection, the device was found to be ruptured. Is not possible to identify a gel bleed since the device was found ruptured and covered in gel. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/6/2020, a manufacturing record evaluation was performed for the finished device 7278880 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on 4/17/2020, it was decided to add code impaired healing to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/29/2020, it was reported to mentor that the right implant was ruptured. The replacement devices were mentor memorygel breast implant 535cc. Manufacturer¿s reference number: (B)(4).